Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left vertebral and distal basilar regions under hde (humanitarian device exemption) designation. One day prior to the stenting procedure, the "patient received intra-arterial thrombolysis...for ischemic stroke". Pre-procedure stenosis was not documented and is unk. Pre-dilation with a balloon was performed, and the subject device (stent) was implanted without incident. Residual stenosis was not recorded and is unk. "There were no complications observed during the procedure". The site reported that the "...patient had a pontine hemorrhage in 2006, hours after the procedure was completed. Event resolution not documented. Patient was discharged home 4 days post procedure".

Manufacturer narrative:
Other: subject device was placed without incident, as there were no complications during the procedure, follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.